Event description:
A healthcare professional reported that an ophthalmic system exhibited random shut down with central unit poor contact. Procedure details and patient impact have not been provided. Additional information has been requested non-received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product code 1431 has been incorrectly submitted in initial report. The customer declined testing and servicing. As such, there were no replacement parts exchanged for this console and the system was not tested, with no additional, related information provided, the reported event was not able to be confirmed. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate.